Event description:
It was reported that upon device interrogation, there were concerns regarding alleged premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). Data analysis was performed, boston scientific technical services indicated that the power consumption in this device has been increasing abnormally and recommended device replacement because of this anomaly. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that upon device interrogation, there were concerns regarding alleged premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). Data analysis was performed, boston scientific technical services indicated that the power consumption in this device has been increasing abnormally and recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that upon device interrogation, there were concerns regarding alleged premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). Data analysis was performed, boston scientific technical services indicated that the power consumption in this device has been increasing abnormally and recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device will not return for analysis and remains retained by the hospital.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.